Event description:
Additional information received reported that the patient had been referred to a neurosurgeon to revise the lead. The manufacturer r epresentative did not have any other information as of 2014-(B)(6).

Event description:
It was reported, the patient¿s stimulation was electrocuting them and causing pain. It was noted, the patient¿s stimulator was low and they had a broken lead. It was reported, the patient was going to have replacement surgery. It was noted, the patient turned their stimulation off and now their hip was in pain. It was reported, the battery had reached normal service life. It was noted, the system was to be replaced within five weeks from call. It was reported, the patient had a problem with their wires starting two to three weeks prior to call. It was noted, the patient turned stimulation off due to excruciating pain. It was reported, the patient had scar tissue from other surgeries so the healthcare provider could not go through the back.

Manufacturer narrative:
Product ID 3487a-33, lot# j0555228v, implanted: 2007 (B)(6); product type lead product ID 748925, serial# (B)(4), implanted: 2007 (B)(6); product type extension product ID 3550-09, lot# lc3298, implanted: 2006 (B)(6); product type accessory product ID 3550-09, lot# n0050838, implanted: 2006 (B)(6); product type accessory product ID 3487a-33, lot# j0555228v, implanted: 2007 (B)(6); product type lead. (B)(4).